Manufacturer narrative:
Reliability analysis inspected 6 opened/used infusion sets and performed hand prime using new lab reservoirs. Reliability analysis found 4 out of the 6 infusion sets to be occluded at the p caps connections. The other two remaining infusion sets were occluded at the quick release connection needle site. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 213 mg/dl. Customer treated their blood glucose levels via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with replacing the plunger and manually pushing the plunger until insulin exited the tubing. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.